Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿; although specific value was not provided. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.